Event description:
The wife of a male patient contacted lifecor customer support to report that the monitor was displaying "no rate", "please wait" and "adjust belt" messages frequently. Support asked the patient to download and the download revealed there might have been a problem with the electrode belt. Support sent the patient a replacement electrode belt. Upon receipt of the electrode belt, that patient continued to receive "check belt" and "adjust belt" messages. Support sent the patient a replacement monitor.

Manufacturer narrative:
Monitor. Electrode belt - 05/2008. Device evaluation summary: device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. These internal short caused the "adjust belt" messages. The root cause of the shorted wires cannot be positively identified, but appears to be misused. Strain placed on the cable may have caused the wires to break. The electrode belt was repaired, retested and restocked. The monitor had an intermittent flex connector. This flex connector is a piece of copper cable that runs from one end of the inside of the monitor to the other. It has many folds and carries many signals including the ECG signal. The root cause of the intermittent flex connector is postulated to be due to stress on the cable from the way it has to be put into the monitor at the time of manufacturing. The monitor was repaired, retested and restocked. The electrode belt cable and monitor flex cable were fixed. No adverse event resulted from the electrode belt cable or monitor. The patient received a replacement electrode belt and monitor.